Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter stuck on guidewire occurred. The target lesion was located in the right renal artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the opticross¿ imaging catheter was stuck on the guidewire and the physician could not bring the opticross¿ imaging catheter back off the guidewire. Both opticross¿ imaging catheter and the guidewire were pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Age at time of event: 60s. (B)(4).

Event description:
It was reported that a catheter stuck on guidewire occurred. The target lesion was located in the right renal artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the opticross¿ imaging catheter was stuck on the guidewire and the physician could not bring the opticross¿ imaging catheter back off the guidewire. Both opticross¿ imaging catheter and the guidewire were pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient is fine.